Manufacturer narrative:
The fse states after replacing the power supply, the system charged both batteries correctly. Diagnostic and functional tests performed with positive outcome.

Event description:
It was reported by the getinge fse that during activity of maintenance the cs300 intra-aortic balloon pump (iabp) device does not charge the batteries. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d8, b3.

Event description:
N/a.